Event description:
While preparing to intubate a traumatically injured pt, the mcgrath was used to assist in visualization for tube replacement. The mcgrath although having been checked with an equipment checks failed to stay lit for screen viewing causing a delay hypoxia noted while changing out battery. Battery use prior to this event was well under max time, screen and back light had been optimal on morning checks. Replacement battery did remedy situation, however delayed the procedure.